Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the a 2.5 x 12 mm voyager rx balloon was selected for predilatation in the proximal left anterior descending artery (lad); however, while attempting to inflate the balloon, it was noted that there is a puncture in the distal part of the balloon and could not be inflated. Another 2.5 x 12 mm voyager rx balloon was used for predilatation. The pt is doing fine. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: the balloon catheter was returned with blood in the balloon and inflation lumen. There was no contrast visible. The balloon was loosely folded. The stylet was returned inserted in the guide wire lumen. The yellow protective sheath was returned partially over the balloon. There was a kink in the outer member and hypotube (bayonet) 2 mm proximal to the guide wire exit notch. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rbp (14 atms), when it was observed that fluid was coming out of two pinholes in the balloon. There were two pinholes in the balloon 1.9 mm and 2 mm distal to the proximal end of the distal balloon marker. There was a radial scratch below the second pinhole, for a length 2 mm. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was moderately tortuous and heavily calcified, which likely contributed to the reported difficulty. Analysis of the returned catheter noted blood visible in the inflation lumen and the loosely folded balloon, which indicates that the catheter was pressurized during the procedure and is consistent with a leak or balloon rupture. After the stylet and sheath were removed, functional testing confirmed that there were two pinholes in the balloon above the distal marker band. Additionally, there was radial scratch on the outer surface of the balloon adjacent to the rupture site. In this case, evidence of damage on the balloon suggests that the balloon failure may have been attributed to mechanical damage to the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. Although not originally reported, there was a kink observed in the outer member and the hypotube (bayonet), 2 mm proximal to the guide wire exit notch. Since this damage was not reported during inspection prior to use, the shaft may have kinked during the procedure or due to further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. In this instance, based on the info received with this complaint and analysis of the returned product, the reported balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency.